Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and oversensing. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead over-sensed non-cardiac signals resulting in inappropriate mode switch.